Event description:
Caller reported cgm error 42 involving their g7 sensor. There was no mention of an adverse impact on the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. After resetting the pump, the cgm error did not reappear, and the caller successfully started their sensor session.